Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in unused condition without the original package. Per visual inspection, a rip was detected in the pilot balloon. Per functional testing, the cuff inflated correctly and remained inflated during the test, however in the final phase of the test it failed to deflate, the device did not pass the test. The complaint was confirmed. The root cause of this failure condition could be caused by damage to the pilot balloon due to equipment malfunction from manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. All mitigations in place were verified and it was confirmed has been executed accordingly. This issue will be monitored, and further actions taken accordingly.

Event description:
It was reported that during pre-testing, a cuff leak was found. No adverse effects have been reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.